Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the remote manager latch. The field service engineer found solenoid on latch, removed and replaced the latch to resolve the issue. The fse also applied conductive grease to micro switches, applied stabilent to harness and rebooted station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with the refrigerator. The customer stated that the refrigerator is not closing well and it is creating issue in pulling medications causing a delay. There were no adverse events or injuries reported based on this event.